Event description:
Device malfunction: thumbwheel did not turn. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a stenting procedure in the superficial femoral artery the exceed thumbwheel would not turn and the stent did not deploy. The device was removed without difficulty and there was no adverse pt effect. Though requested, no add'l info was provided.

Manufacturer narrative:
(Off label, vasculature use). The device was rec'd. Investigation is not complete.